Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify display anomaly due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of insulin pump was flashing black and white and the insulin pump was alarming. The customer¿s blood glucose level was unknown. Customer reports display was flashing. Customer states the insulin pump has cosmetic damage. The customer also reported that the insulin pump was not working. The customer also reported that the insulin pump was cracked on the backside where battery goes. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.